Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an three (3) patient samples with the simplexa covid-19 direct assay, but repeated as negative on competitor assay (cepheid genexpert). Run analysis showed three (3) patient samples on (B)(6) 2021 @1318 that resulted as follows: sample ID (B)(6) (well 1): s gene (CT = 31.2), orf1ab (CT = 31.3), sample ID (B)(6) (well 3): s gene (CT = 33.4), orf1ab (CT = 34.7), sample ID (B)(6) (well 6): s gene (CT = 35.0). Orf1ab not detected. The customer said they decontaminated their instrument and lab and performed runs of sterile utm as ntcs the next day on (B)(6) 2021, but 2 out of 8 ntc samples were coming up positive for one target: well 4 utm result: orf1ab (CT = 35.0), well 8 utm result: orf1ab (CT = 32.4). It is known that the genexpert utilized extracted samples while the simplexa assay does not and has different targets (e gene, n2) compared to the simplexa (s gene, orf1ab), but it is likely their is some level of contamination since sterile utm is coming up sporadically positive. Decontamination of the instrument (per the intrument manual) was recommended and follow up questions were sent on 10/25/21, but no response has been provided as of 11/1/21. The customer's device and suspected false positive samples have not been provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12508n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retain testing is pending the response from the customer regarding the instrument decontamination suggestions to see if environmental contamination of the instrument was the cause. At this time it is not possible to determine a definitive root cause. This is the 1st complaint on mol4150 lot# x12494n for suspected false positive results. Investigation conclusion is pending response from the customer to determine if retain testing is necessary, or if environmental contamination is the cause.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an three (3) patient samples with the simplexa covid-19 direct assay, but repeated as negative on competitor assay (cepheid genexpert). The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.